Manufacturer narrative:
Device is a combination product. (B)(4). The complaint device was not returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 32 x 3.00 promus premier¿ stent was selected and during unpacking, it was noted that distal tip of the stent struts was lifted. The procedure was completed with a different device. No patient complications were reported the patient's status was good.